Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having issue with sensor site being irritated due to tape. Customer was educated on proper calibration procedures due to receiving calibration not accepted alerts. Customer's blood glucose was between 400 mg/dl and 500 mg/dl. Customer declined troubleshooting for high blood glucose.